Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 54. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 26.5 mmol/l (477 mg/dl) while wearing the pod between 36 and 48 hours on the leg. The patient noted the needle did not deploy as intended, the pink slide did not move forward, indicating a needle mechanism failure. A new pod was applied and the patient administered a correction bolus of 8 to 9 units of insulin.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. No issues were noted that would result in a needle mechanism failure. The reported event could not be conclusively determined.